Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the hospital post-implant with dyspnea and edema due to heart failure, and possibly related to device programming. The patient was treated with diuretics. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the hospital post-implant with dyspnea and edema due to heart failure. The patient was treated with diuretics. It was reported the issue resolved without reprogramming or any further intervention and that there was not device malfunction.